Event description:
The hcp reported the pump failed a rotor test in 02/2004. He reported this failure as "cause unk." The pump was explanted and replaced and returned to the MFR for analysis. A follow up report will be sent when additional info is received.